Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00648. It was reported patient experienced high impedances and x-rays confirmed that the leads had migrated. As a result to address the issue patient underwent surgical intervention wherein the leads were explanted and replaced. This addressed the issue.